Event description:
(B)(4): it was reported that while performing routine maintenance on the ceiling-mounted surgical light it was discovered that the circ-clip was loose by the horizontal arm. There was no pt involvement and no adverse consequences reported.

Manufacturer narrative:
There was no pt involvement at the time of the event, therefore, no pt data exists. There were photographic images of the light head provided to the MFR which showed an approx one-half centimeter gap between the spring arm and the horizontal arm connection. The circlip was reassembled and the device was repaired and returned to service. It is unk how the circlip became loose. A possible root cause is from improper installation or servicing. A malfunctioning circlip could possibly result in the spring arm becoming detached from the horizontal arm, however, this was not reported in this event. There was no pt involvement and no adverse consequence reported.